Event description:
Baxter reported, leakage from the silicone tube. (90 days use)." A sample is available for evaluation. No pt injury or medical intervention was associated with this incident per baxter.